Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken conductor wire at the yaw pulley exit. Wire was detached from its connection at the grip. The electrical continuity test was performed and failed. The yaw pulley did not show any signs of arcing. Failure analysis investigation also found the following damage: the yaw pulley was broken and missing a piece at the same side of the conductor wire break, allowing the grip to move within the pulley. Failure analysis concluded that the damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found the surface of the distal main tube scrapped off in various areas with missing material. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument broke down at the hinge - frayed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.